Event description:
After doing an uncomplicated novasure uterine ablation (settings length 5.0cm, width 4.6cm, power 127 for 56 seconds), doctor did a hysteroscopy and noticed 2 uterine perforations from disposable device. Doctor stated saw bowel. Then did laparoscopy and perforations noted on uterus. General surgeon, came in. Doctor went to talk to family. Exploratory laparotomy preformed and the perforations were repaired.